Manufacturer narrative:
The customer strips were evaluated. They gave e11 on all control tests, and read an average of 108mg/dl high of spec. Using blood. The e11 error codes and high results were most likely due to the strips being exposed to a moist environment due to the open cap of the bottle in the sealed box. The retention lot# gave satisfactory performance.

Event description:
The customer opened a box of contour test strips and the bottle was already open. No adverse event was alleged. The strips were expired. Customer returned them for investigation. Replacement strips were sent.